Event description:
The atrial septal defect measured 11-12mm. A 14mm aso was deployed and looked stable before deployment. Twenty-four hours later, the device was not seen in the atrium during the pre-discharge echocardiogram. It was found lying in the ascending aorta. The patient was referred for surgical retrieval and asd closure. No attempt was made to retrieve the device.

Manufacturer narrative:
Upon receipt of the amplatzer septal occluder, the device was returned in the original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The results of this investigation are inconclusive since the implant echocardiograms or medical records were not provided to aga medical for review. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. Should additional information become available, aga medical will file a supplement report.